Manufacturer narrative:
H4: the lot was manufactured from october 29, 2022 to october 30, 2022. H10: the device was received for evaluation. Visual inspection was done which observed a tear at the lower left side/edge of the eva bag. Functional testing was performed and a leak was identified at the lower left side/edge at the approximately 200ml level of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the left lower seam. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.